Event description:
The patient had a pelvic fracture with infected hardware. Removal of hardware from anterior pelvis with irrigation and debridement. The plate was removed after removing two screws and then loose screws were identified.